Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received the monitor was unable to pass incoming functionality testing. Upon evaluation the monitor was resetting during pulse testing. The root cause for the resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. No adverse event resulted from the defective monitor.

Event description:
Monitor sn (B)(4) was returned for investigation into an unrelated problem. As recieved the monitor was unable pass incoming functionality testing.